Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient implanted for failed back surgery syndrome and spinal pain. The hcp reported that they saw the patient after recently being implanted, and all of the patient¿s wounds were healing normally. However, there was swelling at the implantable neurostimulator (ins) pocket site, which the hcp aspirated and sent for analysis. It was stated that the cultures came back positive for a skin bacteria, and the hcp was assuming a pocket infection. The hcp noted that the patient has been sent to infectious "diseased" for further follow-up. They mentioned that there is a possibility that the system will have to be removed if the infection does not resolve. The rep indicated that they will provide additional information when it becomes available. No further complications were reported or anticipated.